Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video of the complaint event. Visual inspection noted a staple line. There appears to be bleeding at the staple line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. While resecting the stomach the stapler was able to fire but had poor staple formation. Three loading unit were used and all three times the staple line was open. The surgical time was extended 40 minutes due to the device issue. New device was used to complete the case. No patient injury.